Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The suture separation was confirmed. Entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the posterior needle tip was not fully ejected through the foot pocket causing the anterior needle to separate from the link during suture deployment. The foot was close which captured the posterior needle tip and the posterior suture in the device. The suture would be through the vessel wall, thus when pulling the device out the suture through the vessel wall would add resistance to the device during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transfemoral cerebral angiography interventional procedure with a 6f sheath. Reportedly, a suture break occurred after removing the plunger. The device also became stuck/entangled in the patient and the suture was cut to remove the device. An additional prostyle device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.